Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. No UDI is being reported because the lot number was not provided. Date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of stenosis is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure was to treat a lesion located in the mid-left anterior descending coronary artery. Approximately 1 year ago, a xience alpine (unknown size) stent was implanted. On (B)(6) 2018, in-stent re-stenosis was observed. A non-abbott stent was implanted as treatment. No additional information will be provided.